Event description:
It was reported that, "one of the pegs on the femoral cutting blocks came off while malleting. The surgeon removed the cutting block and the peg."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.